Event description:
Corneal protectors placed in the patient's eyes prior to surgery start. The surgeon asked the crna for lubricant and was given surgilube (MFR: day chemical company; intended med was lacrilube, MFR: allergan, but not clearly stated) surgilube was placed on the protectors and then in her eyes. At surgery completion, patient noted to have possible corneal injury from use of surgilube ophthalmology was consulted intra-operatively. Bilateral corneal burns and the eyes were irrigated and debrided. Addition of sticker stating "not for eyes or ears" on compartment containing surgilube. Education for operating room staff and providers to educate on importance of readback for medications and using full name of medications upon request rather than abbreviations (ie lube/lubricant) consideration of storing both products in pyxis will be preparing kits that contain eye shield, lacrilube, and other related items so that the products are physically associated with each other. Brand names look alike manufacturer/labeler communication, poor/lacking (nonspecific) poor label design (physical label): label misleading or difficult to read work environment performance deficit busy. (B)(6).